Manufacturer narrative:
It was unknown if there were deviations from the instruction manual in the reprocessing steps at the material residue point. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The event can be detected and prevented by the following the sections of instructions for use (IFU) below: -IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. -IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope air/water cylinder, air water tube and adhesive on bending section cover or distal sheath rubber had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.